Event description:
It was reported that during an in-clinic follow-up, while attempting the device interrogation, the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was performed and the interrogation was performed via inductive telemetry. There were no patient consequences.

Manufacturer narrative:
The reported complaint of the device being unable to be interrogated by the merlin 2 programmer via bluetooth (ble) telemetry was confirmed. Based on the information provided, it was determined that the connection request timed out, resulting in an inability to interrogate via ble, although the root cause for this could not be determined with the information available.